Event description:
It was reported an air embolism occurred. A left atrial appendage closure (laac) procedure was performed under monitored anesthesia care (mac). A watchman trusteer access system (was) and a watchman flx pro laa closure device and delivery system (wds) were selected for use. Right femoral venous access was obtained for intracardiac echocardiography (ice) and insertion of the trusteer with a connect dilator. Heparin was administered, achieving an activated clotting time (act) of 280 seconds. Transseptal puncture (tsp) was successfully completed. Immediately after removal of the connect dilator, air was visualized on ice imaging within the left atrium, appearing to swirl and becoming trapped in the left atrial appendage and left ventricle. St segment elevation was noted on electrocardiogram (ECG). The physician attempted to aspirate the air using a diagnostic catheter from the left atrium. The decision was made to abort the procedure, and all sheaths and catheters were removed. Post-procedure, the patient was slow to awaken and unable to follow commands. The patient was transferred to the neuro-intensive care unit for monitoring as the patient was not able to move extremities. The patient remains in the hospital.

Event description:
It was reported an air embolism occurred a left atrial appendage closure (laac) procedure was performed under monitored anesthesia care (mac). A watchman trusteer access system (was) and a watchman flx pro laa closure device and delivery system (wds) were selected for use. Right femoral venous access was obtained for intracardiac echocardiography (ice) and insertion of the trusteer with a connect dilator. Heparin was administered, achieving an activated clotting time (act) of 280 seconds. Transseptal puncture (tsp) was successfully completed. Immediately after removal of the connect dilator, air was visualized on ice imaging within the left atrium, appearing to swirl and becoming trapped in the left atrial appendage and left ventricle. St segment elevation was noted on electrocardiogram (ECG). The physician attempted to aspirate the air using a diagnostic catheter from the left atrium. The decision was made to abort the procedure, and all sheaths and catheters were removed. Post-procedure, the patient was slow to awaken and unable to follow commands. The patient was transferred to the neuro-intensive care unit for monitoring as the patient was not able to move extremities. The patient remains in the hospital. It was further reported the patient had a head scan performed and was positive for a cerebral vascular accident (cva). The patient was discharged to a rehabilitation facility and was reported to be improving.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: patient code e0133 added h6: impact codes added: f2203, f18.